Event description:
Customer reported erroneous high accutni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The erroneous test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous test results were reported out of the lab. The test results were questioned by the emergency room personnel. Repeat analysis was performed. The test results were normal. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Samples are collected in green top plasma tubes and centrifuged for ten minutes at 4000. Samples are processed from the primary tubes. Quality control was within the customer's established ranges prior to the event. Level 3 qc failed out low >2sd. The customer attempted to calibrate the accutni assay four times on (B)(4) 2009; all calibrations provided failed with different failure modes. A routine system check was performed on (B)(4) 2009 which passed within instrument specs. On (B)(4) 2009, the field service engineer replaced the mixer belt, pulleys, incubator belt and all incubator belt clips. Cleaned the wash carousel. Root cause was not determined, but may be related to the parts replaced by service on (B)(4) 2009. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.